Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-00813. It was reported the patient's scs system was exhibiting high impedance on multiple lead contacts. One of the patient's scs system leads was replaced and the issue was resolved. It was undetermined which of the patient's leads was replaced, therefore, both leads are being reported.